Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Concomitant products. 6947m-62 lead, implanted: (B)(6) 2013. A d314trm ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged and had no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.